Event description:
I used the neti pot sold under the brand equate to clean my sinuses. I used distilled water and the provided sodium bicarbonate. After using the item mentioned, my sinuses swelled and I was unable to inhale. I applied a compress to hopefully being the swelling under control. It finally stabilized and the swelling went down. Dates of use: (B)(6) 2023 - (B)(6) 2023.